Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threshold suspend feature was falsely triggered. Customer's blood glucose was 2580 mg/dl at the time of the call and their sensor glucose read 70 mg/dl. The customer inquired why the threshold suspend feature was triggered when their blood glucose was above the limit. Customer's threshold suspend limit was set at 60 mg/dl. The customer also reported a change sensor and calibration error alarm occurring. The customer declined to return the insulin pump for analysis.